Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo recorder failed. The recorder turned off 24 hours into the study and it will not turn back on. It was charging on the usb cable for over 12 hours and will still not power back on. Customer stated that a repeat procedure is necessary.